Event description:
The customer contacted stryker to report that the device would not power on when the lid is open. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer's device and was able to verify the reported issue. The customer receive a replacement device.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device was able to power on using the on/off button. Stryker determined that the cause of the reported issue was due to the lid switch, designator sw5. Stryker archived the device.

Event description:
The customer contacted stryker to report that the device would not power on when the lid is open. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported during the event.